Event description:
It was reported to philips that the device's defibrillator did not stay on when the power was off and the battery charge indicator did not light up when the device was plugged in. It is unknown if the device was being used on a patient at the time of the issue. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart xl device and all associated service/support was discontinued on (B)(6) 2018. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.